Event description:
Boston scientific received information that this patient has a competitive device which was implanted three months ago. This lead produced a shock impedance measurement of 99 ohms at the replacement procedure. Most recently, the lead was exhibiting shock impedance measurements greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended an x-ray to evaluate the lead to device connection. Also discussed testing programmable vectors if available in this device and isometrics and pocket manipulation while testing impedance measurements. If additional information is received regarding this patient, this product issue will be updated. No other adverse events have been reported.